Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's foster parent reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 385 mg/dl. Customer experienced diabetic ketoacidosis and stated that their meter stopped working. Customer was wearing the insulin pump when admitted into the hospital and were later placed on insulin drip. Customer declined to troubleshoot high blood glucose levels.